Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
It was reported that patient high blood glucose levels associated with a swollen and red infusion set insertion site on (b)(6) 2026 and was treated with pump therapy.